Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer cleared alarm, delivered bolus and resumed insulin delivery. There was no adverse impact customer¿s blood glucose.